Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's burning sensation and inability to feel stimulation was due to the patient having their stimulation turned up too high. The patient's impedance were checked and nothing was over 10k. The stimulation was turned down from 1.4 to 1.0 and the issue was resolved. The patient has is recently bling and could not operate her programmer. The rep retaught her by feel as well as her care taker. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-30, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension. Other relevant device(s) are: product ID: 39286-30, serial/lot #: (B)(4), ubd: 04-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient originally stated she began feeling a burning sensation over the ins and along the lead length while stimulation was in use as well as with the stimulation turned off. The rep later determined that the stimulation was not off, that it was just set lower. The rep reported that after turning it off, the sensation did resolve. The rep reported that this began about 3 weeks ago. The rep reported that the patient could max out the amplitude without feeling any stimulation. The rep reported that the patient did fall often but the patient couldn¿t associate a single event causing the issue. The rep asked the patient to call her implanting physician for an appointment for diagnostics. The appointment was scheduled for (B)(6) 2019. No further complications were reported.